Event description:
It was reported that an ilet exhibited screen bezel separation with the adhesive seam coming apart, resulting in loss of water tightness while the device remained functional; the user¿s blood glucose was 123 mg/dl and was not affected, and a replacement device was provided with instructions to sync data and restart setup. Symptoms included no acute clinical effects. Outcomes included no medical intervention, no hospitalization, and user continuation of therapy with backup therapy available if needed. Investigation included review of photos, shipping records, and logistical tracking, as well as initiation of a carrier investigation after the returned device was lost in transit. Investigation of this case revealed physical housing separation of the device enclosure; the original device could not be evaluated because it was lost in transit. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive due to the device not being available for analysis.

Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation this MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.